Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4524-53 lead implanted: (B)(6) 1993. (B)(4).

Event description:
It was reported that there was high impedance, low impedance, and a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.